Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the surgeon had to revise the surgery as patient had a leak. Surgeon thought patient drank too much water and put pressure on the tissue and mentioned the patient didn't have great tissue but has felt since that the tissue may have been torn by the stratafix suture. When I spoke to the surgeon yesterday, she indicated that the ICU at (B)(6) hospital had overloaded the patient with fluid x 3litres and she had to transfer the patient back to calvary bruce private to revise the surgery because of that issue. She did not mention to me anything about the sutures. I will investigate further regarding your questions as this seems to be something the surgeon has faced twice regarding fluid volume. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many 2/0 x15cm stratafix sutures sxpp1b415 tore through the tissue at the gi anastomosis? How many 0 x45cm stratafix sutures tore through the tissue at the gi anastomosis? In addition to the initial gastric bypass surgery on (B)(6) 2022, how many revision surgeries did the patient undergo? Please provide dates and results. Please provide the patient's age, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history besides diabetes/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number for each suture that contributed to the tear in the gastric tissue? If applicable, will product be returned? If so, please provide the return date and tracking information. Related medwatch reports: 2210968-2022-06292, 2210968-2022-06294.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2022 and barbed suture was used. The tissue was torn at the gj anastomosis and the surgeon opines that it is associated with the barbed suture. The patient required revision surgery. Additional information was requested.